Event description:
It was reported that the caster stems were broken which may have resulted in reduce brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the casters were delaminating. Customer provided with new casters to perform own repairs. Customer performed evaluation.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the casters were delaminating which may have resulted in reduce brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.